Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic total gastrectomy, tip of the blade was broken during use. The device was used on the blood vessels. No pieces fell into the patient and no pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p94f5w. Investigation summary: the device was returned with the blade scratched and cracked and not broken off as reported by the customer. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may included ¿tighten assembly,¿ "remove instrument from patient," ¿blade error detected," or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.